Event description:
The patient presented to the ed (emergency department) with symptoms of overmedication. The ed physician was not familiar with the patient¿s device or therapy; the physician was wondering how to stop the pump. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).